Event description:
A 7mm flat drain was opened, it had loose plastic pieces along the end of it, 2 additional drains were opened. The first had the same plastic pieces loose, the third drain was placed in the patient. All drains were opened that way on to the sterile field. No harm to patient.